Manufacturer narrative:
Castor for workstation was inspected and thread damage was identified which did not originate from the thread on the castor, but the thread from the base panel of the workstation. It is alleged improper installation of the caster was performed however cannot be verified. Based on the information available the issue had occurred over a 11 year period. According to the instructions for use, the device should have the castor's checked on a 6 monthly basis, the customer has confirmed that they have no maintenance record for this workstation. The specified life expectancy of this product is 5 years and this example has already exceeded twice this length of time. No further action will be taken at this point in time and this will be the final follow up report for this pae. Complaints of this nature will continue to be monitored by olympus keymed. Based on the fault condition there have not been any previous reported complaints however there have been 5 similar instances of the reported hazardous situation (although with a different root cause). Judging on this information we have recorded this complaint as 0 previous incidents.

Manufacturer narrative:
Olympus keymed have requested the return of the castor for further investigation. No report of injury to patient or user. Reported in abundance of caution.

Event description:
Technician description: at the wm-np1 viano demo workstation (k23000264) a wheel broke off (wheel without brake). The wm-np1 was not overturned because the staff were able to hold up the workstation. No one was injured. The error analysis from (B)(6) has shown that the internal thread on the base plate of the workstation is worn. A repair of the wm-np1 workstation is not possible. The defective wm-np1 workstation needs to be replaced. A loaner workstation was provided to the customer on (B)(6) 2018. Until the arrival of the loaner, the customer continued to use the defective workstation (defective wheel was temporarily replaced). (B)(6) will send the broken wheel and pictures for further investigation.